Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Reportedly, the customer changed out the site multiples times to address the issue. Blood glucose level was in the 300's (mg/dl). Although requested, the customer declined to perform troubleshooting to determine a possible cause of the occlusion.